Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A doctor of optometry reports a pt with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under MFR number 1061857-2007-00437. Pt records indicate at 6 months post-op, bcva in the left eye decreased 1 line from pre-op. Ucva had improved from 20/cf to 20/25-2. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.